Event description:
It was reported that fatigue patient presented in clinic for follow up. Device was post-paced t-wave oversensing on ventricular channel. Programming changes were made to device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.